Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the surgeon was completing the procedure and on his third firing with a black reload in the device. The staple line did not form on the patient side of the cut line. The surgeon got a new device and black reload and completed the case by going medial to the cut line. The remainder of the reloads worked correctly. There were no patient consequences.

Manufacturer narrative:
(B)(4). Damaged cartridge, damaged one piece sled, damaged drivers. The analysis found that one ecr60t cartridge was received for analysis. Upon evaluation of the cartridge, it was noted to be fully fired. In addition, the returned reload was disassembled to verify the condition of the internal components and it was found that cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Are any pictures of the staple line available?